Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was the vicryl suture used on? Nasal mucosa. What was the condition of the tissue during initial procedure (diseased, weak, healthy)? Healthy. How was the suture placed (interrupted or continuous)? Interrupted. Can you explain ¿abscess on the cottle incision¿? Cottle's incision is the only mucosal incision of this type of surgery. It consists of a vertical incision of about 1 cm usually on the diaphragmatic surface of the left nostril. This needs to be sutured then. An abscess was created on this spot in all these cases, making obligatory suture removal,pus drainage and antibiotic treatment. Were any cultures performed? If so, what are the results? No cultures performed. What was the indication for the suture removal? Pus drainage. Do you have any samples of lot kg5cmln for return and evaluation? No. What is the current condition of the patient? Fully recovered.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device product code w9717, lot kg5cmln, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was the vicryl suture used on? What was the condition of the tissue during initial procedure (diseased, weak, healthy)? How was the suture placed (interrupted or continuous)? Can you explain ¿abscess on the cottle incision¿? Were any cultures performed? If so, what are the results? What are the patient age, gender, weight, prior medical history? What was the indication for the suture removal? Do you have any samples of lot kg5cmln for return and evaluation? What is the current condition of the patient?

Event description:
It was reported that the patient underwent nasal septal reconstruction on (B)(6) 2019 and suture was used. Eighteen days after the surgery, the doctor observed that the patient had a nasal abscess. There was the abscess on the cottle incision. The doctor opened the trauma, removed the suture remnants and provided antibiotic to the patient. Additional information has been requested.